Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to fill the infusion tubing and received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. There was no impact to the customer's blood glucose level. The customer confirmed that a new cartridge and infusion tubing would be used and declined further assistance.